Event description:
This 65-year-old woman was brought to the emergency department with chest pain. She had a history of an mi. She was diaagnosed as acute myocardial infarction and cardiogenic shock. The pt went into v-tech and was successfully converted into sinus rhythm. It was determined that the pt's condition required the capabilities of another facility. The pt was transferred for cardiac catheterization and insertion of a balloon pump. The pt was placed on a defibrillator for transport via emergency squad accompanied by an md and rn. Enroute the monitor stopped functioning. The physician was not able to determine the pt's rhythm and was only able to monitor the pt status by palpating pulses. In addition, there was no defibrillator capability. The pt coded enroute and the squad was directed to the nearest emergency room. That hosp's cardiac arrest protocol was followed. The pt expired. The department of internal medicine on 8/14/94 determined that because the battery in the monitor - defibrillator did not function, the physician was not able to monitor the pt's cardiac status. Therefore, they could not rule out that this contributed to the death of this pt. The monitor - defibrillator was tested by charging it to full capacity. It was run as a monitor until the low battery indicator was illuminated (at fifteen minutes) and the unit continued to monitor for one hour. The monitor - defibrillator was tested three times and three times it reacted in the same maner. The expected battery life is 2 hours. A copy of this report was also sent to MFR.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: battery/pack. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.